Event description:
Customer reported to beckman coulter, inc (bec) that the coulter lh 750 slidemaker gave "shuttle bed vacuum failure" (sensor 4) errors three time in one hour. Customer reported that there was a clear leak on the coulter lh 750 slidemaker and the truck was wet. Customer reported that the leak was contained within the unit. Customer reported that the volume of the leak was approximately 3 ml. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) could not confirm the leak. The fse replaced solenoid 4 (sensor 4) on the coulter lh 750 slidemaker.

Manufacturer narrative:
(B)(4).